Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. Deformation of the outer shock coil was found during the visual inspection. The silicone sleeve of the is-1 connector pin was damaged. This damage is likely due to the explantation procedure. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. During the ongoing analysis, no other deviations from technical specifications could be found that could be related to the clinical complaint. The lead was within specifications and in working order. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation period of one month, inappropriate shock was reported. Also, an increase in the shock impedance and a decrease in sensing values were noted. No deterioration of the patient's health was reported.